Manufacturer narrative:
Updated sections: b5, g4, g7, h2, h6, h10. Corrected section: b3 - date of event unknown; h3 - changed to device discarded. Trackwise # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. During the harvest of the saphenous vein the tip of the scope with the plastic sheath cracked and fell off in the leg. The customer stated that the tunnel was flushed and that they were able to retrieve the piece. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. During the harvest of the saphenous vein the tip of the scope with the plastic sheath cracked and fell off in the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.